Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the ECG demonstrated vvi pacing when the device was last programmed to ddd. Telemetry was difficult to establish and interrogation showed dashes (---) for several parameters. Return to standard did not alleviate the dashes and a down- load was not recommended due to current drain. Therefore, the device was replaced.